Event description:
On (B)(6) 2012, the lay user/patient's father contacted lifescan (lfs) (B)(4) alleging that his daughter's onetouch verioiq meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the patient's mother (reporter) during a follow-up call by a customer service representative (csr). The patient tests four times a day and her blood glucose is managed with a set dose of insulin (type and dosage not specified). The reporter clarified that on (B)(6) 2012 (at 6:45am), the patient obtained a blood glucose reading of "57 or 59mg/dl" with the subject meter and "23mg/dl" with another device, performed at the same time of each other and using the same sample site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the reporter, at the same time after obtaining the reported readings the patient developed symptoms of staring blindly, drooling, shaking, and fainted. According to the reporter, her father immediately placed the patient on the bed, and gave her 1 piece of sugar and half a glucagon injection. The patient's symptoms began to improve three to four minutes later. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted, however, that the patient's father was not using the proper testing technique; he was using the same sample site for multiple testing. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's symptoms and treatment correlated with the lfs meter reading. There is also no evidence of a delay in treatment.

Manufacturer narrative:
The products involved with this complaint have been returned on and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter passed testing and results meet specification. Pa was unable to duplicate the complaint. The test strips passed testing, however, a secondary issue was observed that more test strips existed in the vial than the 25 test strips expected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.